Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was set to vti (inspiratory tidal volume) 1000 and the analyzer reading is 750 and vte (exhaled tidal volume) 500. As of this time there is no information about patient involvement associated with this reported event.